Event description:
The customer reported that she noted at the end of a granulocyte collection procedure that very little volume had gone out of the hespan/trisodium citrate bag on the ac line. She stated she could see it dripping into the drip chamber throughout the procedure, but the fluid level in the bag did not go down. She mixed the bag every 15 minutes throughout the procedure but did not note that the fluid level was not dropping until the end of the procedure when she unloaded the disposable set. The granulocyte product was full of clumps. She stated they should have used almost all of the 500ml of hespan/trisodium citrate, but only 100ml was used. The procedure itself went well. The donor left the center feeling fine. The physician was concerned about the donor and they had contacted him and he was doing fine with no problems as a result of the collection. No other medical intervention was necessary for this event. The customer is not able to provide patient date of birth due to confidentiality reasons. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Cardianbct internal reference: (B)(4). Investigation: the customer stated that when she loaded the disposable set she was sure the ac line was not kinked and she did prime with acd-a. After she connected the hespan/trisodium citrate, she did note a kink in the ac line below the ac sensor, which she unkinked. She stated she was sure the kink was not there when she loaded the set and primed. The spectra disposable was returned for investigation. An occlusion in the ac lines or collect lines was not located during the inspection. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation: a service call was placed and the ac pump was found to be operating within the manufacturer's recommendations. The tubing set was found to be occluded inside the ac pump raceway at the time of the incident. Corrective action: the ac pump and ac pump hall effect sensors were verified to be operating within manufacture's specifications. A saline run was performed to verify the ac pump was pulling ac into the tubing set. Investigation evaluation and corrective actions are in process. A f/u report will be provided.